Event description:
The user received questionable troponin t stat generation 4 results for two patient samples which were tested on two different elecsys 2010 rack systems. All results are in ng/ml. Patient sample 1 initial result from elecsys 2010 rack serial number (B)(4) was 0.16 and was reported outside the laboratory. On (B)(6) 2012, the sample was repeated on the same analyzer and the result was 0.023. The sample was then repeated on elecsys 2010 rack serial number (B)(4) after being recentrifuged and the result was 0.030. The sample was repeated again on elecsys 2010 rack serial number (B)(4) with a result of 0.032 with a data flag. The sample was repeated on (B)(6) 2012 with a result of 0.010 which was considered to be the correct result. Information was not provided to determine which analyzer generated this result. Patient sample 2 was from an (B)(6) female patient. The initial result from elecsys 2010 rack serial number (B)(4) was 0.156 with a data flag and was reported outside the laboratory. The sample was repeated on the same analyzer and the result was 0.010 with a data flag. The sample was repeated on elecsys 2010 rack serial number (B)(4) and the result was <0.010 with a data flag. The sample was then repeated on the elecsys 2010 rack serial number (B)(4) after being recentrifuged and the result was <0.010 with a data flag. A separate sample collected for another assay was tested on elecsys 2010 rack serial number (B)(4) with a result of 0.010 with a data flag. The user stated the repeat results were the correct result. The patient's were not adversely affected. The troponin t stat reagent lot number was 16696601 with an expiration date of 01/31/2013. The field service representative could not determine a cause and confirmed all the fluidics, temperatures and voltages were within specifications. To verify the analyzer operation, the user ran calibration and quality control with good results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The event for elecsys 2010 rack serial number (B)(4) was documented in the medwatch with (B)(6).

Manufacturer narrative:
A specific root cause could not be determined. Based upon the information provided for investigation, the customer was using a too short centrifugation time at a too high g-force for sample preparation. No adverse events were reported for the patient.